Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported he received a sensor error immediately after insertion of the sensor and the errors continued. When he removed it, the cannula stayed stuck in his body, at which point it was removed with tweezers. It was stated the sensor cannula looked shorter than usual and part of the cannula was jammed in the base of the sensor. At the time of the call, customer stated the sensor cannula was no longer in the body. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.